Event description:
It was reported that the programmer would not power on and the screen showed power-on-reset (por). It was indicated that the patient's hand was "shaking," stating "there was a lot more movement than there had been for a long time." It was stated that while the patient was being guided to clear the por, the patient was able to see that the device was "turned off." The device was reportedly turned on and the programmer was in simple mode, so the patient was "unable to see any settings." It was noted that the patient "hadn't ever" charged the device himself. However, it was stated that the "battery level was okay." After the device was turned on, the patient reportedly felt "better." A supplemental report will be sent if any additional information will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v451314, implanted: (B)(6) 2010, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), impl anted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3387s-40, lot# v451314, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).